Event description:
Reported events of "26 eyes underwent bleb needling, with one patient undergoing two procedures and three patients three procedures," "18 eyes did not achieve an adequate iop reduction," "2 eyes required further surgery of trabeculectomy," "7 eyes underwent surgical revisions, 3 eyes for symptomatic overhanging blebs, 1 eye experienced tube exposure and underwent successful revision surgery, and the remaining 3 eyes underwent bleb revision owing to inadequate iop control," "at the time of surgery, 6 eyes developed a hyphaema and 1 eye suffered iris prolapse," "in the early postoperative period, 5 eyes developed transient hypotony and 1 eye choroidal effusions," "in the late postoperative period, 1 eye developed hypotony and severe choroidal effusions following tube revision and required further revision with pericardial patch graft" were noted in the article: ¿1-year outcomes of the xen45 glaucoma implant.¿ eye (london, england) vol. 33,5.

Manufacturer narrative:
(B)(4). Implant dates provided as "(B)(6) 2017 or earlier." Article citation: smith, michael et al. ¿1-year outcomes of the xen45 glaucoma implant.¿ eye (london, england) vol. 33,5 (2019): 761-766. Doi:10.1038/s41433-018-0310-1. The reported events of exposure, high intraocular pressure, bleb-related issues, and low intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.